Event description:
It was reported that the micro oscillating saw overheated during a routine equipment eval at the user facility, by a MFR's service tech. There was no pt involvement, and there were no user or pt injuries.

Manufacturer narrative:
The device is contained at the user facility and will not be returned for investigation. A f/u report will be filed if the device is returned and when the investigation is complete.